Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during fascia closure after an open procedure, while closing the defect, the surgeon felt the suture strand would break, and it did while using a continuous suturing technique. So used another foil of the same batch was used, but the same issue has occurred. Hence, the surgeon used one more foil and completed the case. Another device was used to complete the case. There was no patient injury.